Event description:
A customer reported experiencing cartridge alarm 20, which began on (B)(6) 2025, and continued daily despite changing cartridges. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating that it was within a safe range. As a corrective action, technical support decided to replace the pump, and the customer opted to use a backup insulin pump to ensure insulin delivery was not interrupted. The customer's pump was out of warranty, but they expressed interest in obtaining an out-of-warranty loaner pump.